Event description:
The hcp reported that the patient presented for their pump refill and complained of unchanged bilateral leg pain, which was described as burning, achy, and numb. A volume discrepancy with an expected reservoir volume of 3ml and an actual reservoir volume of 32 ml was found. A dye study was attempted under fluoroscopy, but the pump was flipped so that the port could not be accessed, and the dye study was not possible. The patient was hospitalized and scheduled for revision. The pump was successfully interrogated and stopped. Two days later, the patient underwent replacement surgery. During the surgery the catheter was found wound around the pump and out of the intrathecal space. Both the pump and the catheter were explanted and replaced. The patient recovered without sequela. The patient's pump contained hydromorphone and bupivacaine. See MFR. Report #3004209178200702992.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.